Event description:
It was reported the lead warning sounded for low impedance (bipolar was 295 ohms and unipolar 351 ohms). The lead was replaced. No patient complications were reported as a result of this event. Additional information reported from the physician indicates lead impedance trends supported the findings of possible insulation failure as bipolar lead impedances were lower than unipolar impedances and bipolar impedances were lower than the suggested 300 ohms lower limit.

Manufacturer narrative:
It was reported the lead warning sounded for low impedance (bipolar was 295 ohms and unipolar 351 ohms). The lead was replaced. No patient complications were reported as a result of this event. Additional information reported from the physician indicates lead impedance trends supported the findings of possible insulation failure as bipolar lead impedances were lower than unipolar impedances and bipolar impedances were lower than the suggested 300 ohms lower limit. No conclusion can be drawn insulation, hole(s) in impedance, low.